Event description:
It was reported that the rigid video scope had an anti-fog function malfunction. There were no reports of patient harm.

Manufacturer narrative:
Health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an anti-fog function malfunction. The issue occurred prior to procedure. The intended procedure was therapeutic and completed with the same device. The device was inspected prior to the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and new information provided by the customer. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, no problem was detected with the returned device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.